Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Rporter is a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported effusion in the knee. He indicated the medial side of the tibia was easily accessible with a flexible osteotome, though gross movement was not visually detectable, and the cement appeared to have been left with a negative imprint of the undersurface of the tray on the posterior 2-thirds to 3-forth of the tibial plateau. He noted the femoral component came off quite easily with flexible osteotomes. The surgeon indicated the patella well-seated, in good condition and retained. The surgeon reported no intraoperative complications. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2018, (rt knee).